Manufacturer narrative:
The customer-reported air leak was confirmed through physical examination and investigational testing of the returned section of cannula as an air leak was found at the connection between the tah-t cannula and female cpc connector barb. The cannula section on the female cpc connector barb was loose and could rotate freely. The reported air leak was coming from this loose connection. It was also noted during investigation testing that the wire ties securing the cannula to the cpc connectors (tah-t side) were not syncardia-issued wire ties. The cannula sections attached to the cpc connector barbs were wire-reinforced sections of cannula, indicating that the cannula had been cut and repaired previously. It is difficult to make a tight connection around the cpc connector barb in the wire-reinforcing section of cannula. This could have been a factor for the loose connection and resulting air leak. There were no indications of a cannula tear on either section of returned cannula. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4784 follow-up report 2.

Manufacturer narrative:
Upon examination of the returned cannulae sections, there were no abnormalities noted that would indicate an air leak occurring in the cannulae. The cannula sections attached to the cpc connectors were not long enough to conduct a leak check test. The customer-reported issue of an air leak in the cannula was not confirmed. There were no signs of a cannula tear in either of the cannula sections that were returned. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the 70cc tah-t exhibited an air leak in the cannula, the tah-t system continued to perform its life-sustaining functions. The cannula piece with the leak has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported an air leak in the 70cc tah-t cannula. The customer also reported that the 70cc tah-t cannula was repaired by the hospital staff by cutting off a piece of the cannula and replacing the connectors on the patient side. There was no reported adverse patient impact as a result of the cannula air leak and subsequent repair.